Manufacturer narrative:
This complaint is being filed in an abundance of caution. The dealer advised the end-user is bed bound and is currently still using mattress in a private home. Technicians tested the mattress and no leaks were found. Based on the limited information provided, a device malfunction cannot be confirmed. The complaint could not be verified, and the underlying cause could not be determined. Should additional information become available, a supplemental record will be filed.

Event description:
The end-users wife called and advised that her husband has bed sores on his backside due to the ma65 mattress not working properly. The dealer advised that the end-user is receiving wound care of cleaning, debridement, irrigation, and lidocaine for pain.

Manufacturer narrative:
The control unit was returned for an expanded evaluation. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its ¿as received¿ condition, the complaint was not confirmed for the mattress not fully inflating. Upon receipt the CPR valve was open. The CPR valve was closed, utilizing the control unit the mattress fully inflated and functioned with alternating pressures as designed. The malfunction reported is consistent with the CPR valve being left open.

Event description:
The end-users wife called and advised that her husband has bed sores on his backside due to the ma65 mattress not working properly. The dealer advised that the end-user is receiving wound care of cleaning, debridement, irrigation, and lidocaine for pain.